Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a probe broke during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. . Additional information: (methods, results, and conclusions) - the returned probe was evaluated. A visual inspection confirmed that the tip is fractured as reported. The cause for the failure is likely due to an off axis force applied while the probe was inserted. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tip of a probe broke during surgery. There were no reported patient impacts associated with this event.